Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that her blood glucose read "low" on her glucometer. The customer stated that prior to the event the insulin pump delivered a seven unit bolus that she did not program. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.